Event description:
It was reported during in clinic follow up that the right ventricular lead displayed high defibrillation impedance. The product was explanted and successfully replaced. There were no patient consequences.

Manufacturer narrative:
Correction to implant date and b5 to reflect lead capped rather than explanted.